Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer's blood glucose was unknown at the time of incident. No further information was given.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. The insulin pump was received with cracked battery tube thread, cracked case near the display window corners, minor scratches on display window and missing the end cap sticker noted.